Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature battery depletion. The device was implanted 45.9 months. It was returned for analysis.